Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy. A new kit was used to complete the procedure. The hosp reported no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. The loading device was returned along with the seal and tension spring assembly. The delivery device was not returned. A visual analysis revealed that the seal had been detached from the tension spring assembly and was completely unraveled. The seal was bloody. If the seal did not deploy, it would have been stuck in the delivery tube. Given that the delivery tube was not returned, a conclusion could not be made on whether the seal had deployed improperly. Based upon these visual observations, the reported complaint "seal did not deploy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if add¿l info is obtained. (B)(4).